Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was extracted due to erosion. A temporary pacing lead was placed and the system was later replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.